Manufacturer narrative:
A follow-up report will be submitted upon completion f the investigation.

Event description:
It was reported to philips that the etco2 failed during patient use and the etco2 port connector shows wear. There was no adverse patient impact.

Manufacturer narrative:
The reported issue could not be confirmed. The co2 module was replaced for customer satisfaction.